Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 37754, serial# (B)(4) product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was unable to charge their battery nor use their stimulator. The rep stated that the battery was in overdischarge. The patient reported that they dropped their battery in (B)(6) and after, they were unable to obtain a signal between their recharger and ins. The rep met with the patient and they were able to charge the battery with their current recharger after using antenna mode. The rep stated that the issue was resolved, and surgical intervention was planned. No further complications were reported. Follow up was conducted. Additional information received from a manufacturer representative (rep) on (B)(6) 2018. The rep clarified that the patient dropped their recharger. Surgical intervention is being planned to prevent future overdischarges and alleviate the charging burden with the new system. This information was confirmed with the physician. No further complications were reported/are anticipated.